Manufacturer narrative:
Corrected data: (B)(4). A review of the complaint history, device history record, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. One performer introducer was returned for investigation. Kinks were observed at 4.0 cm and 24.7 cm from the proximal end, as well as a 3 mm wrinkle at the distal end. The introducer is 44.9 cm in length. The hub seal was dislodged inside of the hub and the leak test failed. Instructions are in place to verify that the device is manufactured to specification. Since the device and package are inspected for defects prior to transport, it is unlikely that the device was nonconforming prior to the manufacturer's release. A definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Blank fields on this form indicate the information is unknown, unavailable or unchanged.

Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported that the sealing at the proximal end of the catheter was missing. This occurrence led to a high-flow leakage of blood. The introducer was then changed. Per additional information received on (B)(6) 2017, the pharmacist reported the patient experienced a blood lost equivalent to that of a syringe of 10 ¿ 20 cc maximum. The patient was unharmed and did not require any additional procedures due to this occurrence. No additional information has been received.